Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for gastrointestinal bleeding. Anticoagulation at the time of the event was managed with warfarin. The patient presented with a hemoglobin of 6.1 g/dl, down from 8.5 g/dl one month prior. The patient was transfused with 2 units packed red blood cells. It was reported that the gastrointestinal bleeding was resolved on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.